Event description:
A non-smoking pt underwent a decompressive partial laminectomy spanning l3 to l5. Adcon gel was mixed with depomedrol and both applied to the laminectomy site. Approximately 2 weeks post-operatively, pt returned with cerebrospinal fluid leak symptoms. A MRI was performed which revealed a l3-l5 pseudomeningocele. Conservative management with an epidural blood patch failed. Pt then underwent surgical re-exploration and repair.